Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a lead perforation of the right ventricle was noted. The patient is clinically symptomatic. Under fluoroscopy a pleural effusion was observed. High thresholds was noted as well. The lead was repositioned successfully.